Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: black insufflation was starting to break off. The failures identified in the investigation is consistent with the complaint record. The probable root causes of the heat shrink got damage and melted could be the unit used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use caused heat to insulation to degrade and rip. The failure mode will be monitored for future reoccurrence. Mfg date: march 01, 2016. (B)(4).

Event description:
It was reported that the heat shrink was flaking off the probe. A replacement was available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the heat shrink was flaking off the probe. A replacement was available.